Event description:
The patient reported the pod was tearing away from the adhesive backing and further stated the cannula insertion site on their arm was reportedly severely swollen, and erysipelas developed. The pod had been worn for between 25 and 36 hours. The pod was removed and the patient was treated with antibiotics. A new pod was applied. It is unclear if erysipelas were diagnosed by the healthcare provider. Good faith efforts are being made to gather additional information. If further details are provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.